Manufacturer narrative:
In previous report section h1 was incorrectly captured as product problem, now it has been corrected and updated as serious injury.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of lung disease, cancer, eye irritation, nose irritation, skin irritation and respiratory tract irritation. No medical intervention was mentioned for the reported event. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.